Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrodes. The patient's physician recommended aquaphor. The patient reported that they only used it once and instead elected to use goldbond powder. Follow up indicated that the irritation improved.